Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the less than 45 degrees tortuous and severely calcified mid right coronary artery. Following pre-dilation of a 2.5x15mm balloon catheter, a 3.00 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, during insertion, the proximal edge of the stent strut was lifted. The procedure was completed with a different device and no patient complications were reported.